Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device after priming/firing. No action taken or treatment given based on the lancet device issue. He was accidentally stuck but did not require medical attention. No adverse event reported. New lancet device with lancets sent and return requested. The reporter states that he discarded the lancet device but will return the lancets.